Event description:
Two power failures that had occured during treatment/run resulting in "general systems failure" machine error codes. The customer also stated that they were running hospital wide safety checks where the power is switched from regular to emergency power and back again. These checks have been run numerous times before and have not had related general systems failures.